Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Hypersensitivity to treated knee [hypersensitivity], pain in treated knee [arthralgia], swelling in treated knee [joint swelling], effusion of treated knee [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a sales representative on the behalf of a physician regarding a patient (demographics not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient started treatment with synvisc one (hylan g-f 20) injection (route of administration and dosage regimen not provided). The lot number of synvisc one was not provided. On unspecified dates, the patient experienced hypersensitivity along with pain and swelling in treated knee. The patient developed knee effusion for which arthrocentesis was performed (amount of fluid aspirated was unknown). The patient received steroids (unspecified) as a treatment for all the events. The action taken with synvisc one treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events.